Event description:
Patient mr (B)(6). Arrived in the radiology department at 1250pm. Patient was on the table and ready to start at 100pm. Radiologist began the procedure at 100pm. Hub broke with needle in its entirety in the patient at 130pm. Radiologist made small incision and was able to retrieve the needle at 215pm. Patient had 3 stiches and was sent to (B)(6). Dr.(B)(6) called dr. (B)(6) and notified him of the incident and informed him that the procedure can be done at a different time.

Manufacturer narrative:
Pr (B)(4) follow up emdr for manufacture evaluation. A picture was provided by the end user for analysis. The picture confirmed the reported failure mode (broken needle); however, the picture did not provide a level of detail which would enable any proper method of root cause determination. A device history record review of all applicable manufacturing records for lot 0000718010 did not identify any issues that may have contributed to the reported failure mode. Based on the limited results of the complaint investigation, a probable root cause could not be identified since no complaint sample was submitted for evaluation and no contributions from the manufacturing/design process were identified. Since no probable root cause was identified, the investigation was not able to identify any corrective or preventive actions. This complaint will be entered into the complaint management system and will be tracked and trended through the quality data analysis process for future occurrences.

Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). Device evaluated by MFR: photo provided but not yet evaluated.

Event description:
Patient (B)(6). Arrived in the radiology department at 1250pm. Patient was on the table and ready to start at 100pm. Radiologist began the procedure at 100pm. Hub broke with needle in its entirety in the patient at 130pm. Radiologist made small incision and was able to retrieve the needle at 215pm patient had 3 stiches and was sent to amsu. Dr. (B)(6) called dr. (B)(6) and notified him of the incident and informed him that the procedure can be done at a different time.